Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, stent damage occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous proximal end of left anterior descending artery. The physician used a 2.50x20mm promus element drug-eluting stent to cross the lesion but no cross occurred. Upon removal of the device, they noticed that the edge of the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.